Event description:
The customer informed siemens that a falsely elevated nt-probnp (pbnpii) patient result was obtained on the atellica im 1300 analyzer and reported to the physicians. The customer used an alternate atellica im analyzer to perform repeat testing and stated that the repeat result was considered correct. A corrected report was issued by the customer. There are no known reports of patient intervention or adverse health consequences associated with this event.

Manufacturer narrative:
The customer informed siemens that a falsely elevated nt-probnp (pbnpii) patient result was obtained on the atellica im 1300 analyzer. The customer requested assistance and reported that the sample was re-run on an alternate atellica im analyzer at the same laboratory. Siemens dispatched a customer service engineer to the customer site. The customer service engineer performed troubleshooting, identified a clogged wash probe, completed corrective service actions, and verified that the analyzer was operating as specified. Siemens healthineers reviewed the service activities and determined that the atellica im 1300 analyzer stopped as a result of a wash station dispense check failure. The customer service engineer investigated the failure and identified that the analyzer failed the auto check for wash aspirate probe 1 due to a vacuum error caused by clogged tubing. The customer service engineer replaced the wash aspirate probe 1 tubing, which removes unbound material in the wash ring, and restored the analyzer to normal operation. The potential cause of the falsely elevated nt-probnp (pbnpii) patient result was attributed to the clogged wash aspirate probe 1 tubing. The analyzer is functioning as specified, and no further evaluation is required.